Manufacturer narrative:
Additional information was received that per the physician, the exact cause of injury to the right common iliac is unknown. The patient died the following week. The cause of death is unknown and will not be made available. It is unknown whether an autopsy was performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an attempt was made to delivery the valve via the inline sheath through the right femoral access. Resistance was noted when the delivery catheter system (dcs) catheter tip reached the external iliac artery. A decision was made to remove the dcs and place an 18f non-medtronic sheath; however, before the sheath was placed, the patient's blood pressure started to decrease. Cardiopulmonary resuscitation was initiated, the sheath was placed, and the patient¿s blood pressure recovered. The valve was successfully implanted. After pulling the non-medtronic sheath back, the patient's blood pressure started to decrease a second time. An angiography of the right iliac artery revealed a torn external iliac. A covered stent was placed in the external iliac which fixed the tear, but in the process of repair, the abdominal aorta was damaged. The case was converted to an open procedure for a surgical repair. No additional adverse patient effects were reported.